Event description:
Na.

Manufacturer narrative:
The fse that encountered the reported malfunctions replaced the front end board, scroll compressor, drive regulator, and the npt muffler. A cable tie was also replaced. The fse completed the pm per manufacturer's standards. All tests were within range. The iabp passed all functional testing and was cleared for use.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h4, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes, component code), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) failed regulator drive adjustment. A getinge field service engineer (fse) visited the site on 02/23/2024 and found the issue with drive regulator (pressure side leaking) a visible hair line crack near/at the treads on the muffler filter. Fse replaced drive regulator (d103-00-0633) and muffler 1/8 npt (d103-00-0631). Precautionary service: order part/s awaiting arrival. On 03/05/2024 fse once again went to the site and found test fail #12 and low pressure/vacuum issue. Replaced front end board (d670-00-1164), scroll compressor (d119-00-0236), cable tie 3.9 inch / 99 mm screw (d125-01-0001) and pan head ss 4-40 x 5/8 (ni). Completed the pm. Ran all the tests in accordance to the manufacturer's specifications. All tests are within range. No patient involved, no harm reported. Device returned for clinical service is unknown.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed regulator drive adjustment. There was no patient involvement, and no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) failed regulator drive adjustment.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.